Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: a.2, d.10, g.1, h.3, h.6. A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: analysis of the returned device identified; underweight, broken shell and others and red particles on the shell. A visual and microscopic analysis was performed which identified; sharp broken on posterior, sharp opening on posterior and non-penetrating nick. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as a surgical impact opening. A sharp broken on posterior assessed as a surgical impact opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.